Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) reached a battery status of elective replacement indicated (eri) after 38 months of implant duration. The guidant field representative expressed dissatisfaction with respect to battery longevity.